Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # j0546276v, implanted: (B)(6) 2006, product type lead; product ID 37761, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
A consumer reported the recharger was not charging and would not take a charge. The desktop charger was fine and the connector was not bent or loose. The patient was not able to charge their implantable neurostimulator (ins) so their mouth and face were shaking and they had a loss of therapy. The patient's ins was empty and their therapy was turned off. The shaking started on the day of this report. The patient's indication for use is essential tremor and movement disorders. The patient received a new recharger, but the screen was blank and they were still not able to charge the recharger when it was plugged into the wall. There was a green light on the desktop charger and the connector pin was not loose or broken. The desktop charger was not charging the recharger. Six days later the patient reported they had a loss of therapy and their hand began shaking. The patient programmer was lost and the patient was unable to adjust their programming without it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.